Event description:
During a remote follow-up, episodes of pacemaker mediated tachycardia (pmt), non-sustained right ventricular oversensing (nsrvo) and noise revision were observed on the device. Additionally, function loss of capture was observed. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.